Event description:
A customer reported that during a cataract extraction with intraocular lens implant and vitrectomy procedure, after the surgeon inserted the trocars, a system message displayed. The vitrectomy portion of the case could not be completed. The case was rescheduled for a week later. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and performed an l5 valve change upgrade. The company rep noted that the "connectors" are a bit flimsy. The system was repaired. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).